Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred. Reportedly, the cartridges had been filled with 150 units of insulin each time. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was 90 mg/dl. Reportedly, the customer reverted to alternate insulin therapy.